Event description:
Reporter alleged obtaining a discrepant blood glucose result of 275 mg/dl back to back with a result of 125 mg/dl on the aviva system when testing was performed within 10 mins. Reporter stated he took 10 units of novolog and 10 units of lantus at the same time as the readings. No other actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.